Event description:
The customer reported that during in-house maintenance on the forcetriad, when in auto-bipolar mode, the unit contributed to activate when connected bipolar tongs were separated.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation identified a component failure. The rf board failed. It cannot be determined if this component failure caused or contributed to the reported condition. The rf board was replaced.